Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a damaged strain relief was confirmed. Visual inspection of the returned system controller serial number (B)(6), revealed a damaged black strain relief at the connector side. The power cable outer insulation was still intact. The observed damage did not affect the controller¿s ability to operate a test pump during analysis. The system controller was functionally tested and passed all test steps. A specific root cause for the damaged strain relief was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 (hm3) patient handbook, under section 2 ¿how your heart pump works¿, and the heartmate 3 instructions for use (IFU), under section 2 ¿system operation¿, informs the user: ¿do not twist, kink, or sharply bend the driveline, system controller power cables, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible¿. According to hm3 instructions for use, section 8 ¿equipment storage and care¿: ¿the external components should undergo routine and periodic inspections, cleaning, and maintenance.¿ the heartmate 3 patient handbook contains instructions to inspect all cables for signs of damage daily in section 10 safety checklists. Heartmate 3 patient handbook document cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the clinician noticed a broken bend relief on the black power adapter of the patient's system controller. There were no alarms associated with this event. The controller was replaced.